Event description:
After coronary injections had been completed, pt went into v-tach and was defibrillated x2 @ 200 w/s with conversion. Pt remained unstable, with repeated deterioration of rhythm and subsequent defibrillations. Physician inserted iabp catheter. Attending rn's stated that it would not augment. Gas line was checked for leaks, with none found. Physician stated that there was some blood at the site of the catheter distal end. Balloon was seen to inflate once or twice, but no more than that. Pt expired.